Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer's mother reported her daughter experienced a tampon unravel and fall apart upon removal. Her daughter was able to remove the remaining tampon pieces and was confident no pieces remain inside.